Event description:
It was reported that shaft break occurred. A 20 x 2.75 promus elite drug- eluting stent was selected for treatment. However, during advancement on guidewire outside the patient, the stent delivery system broke from the mid-shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).